Manufacturer narrative:
The radiometer field service engineer investigated the analyzers during an on-site visit. This included comparative measurements and qc check of the analyzers. The data logs from the analyzers will be investigated further for a root cause of this event. Please note that reports have been filed for the two additional abl90 analyzers installed in parallel with this analyzer at the hospital. The MFR report for the three reports are#: (B)(4).

Event description:
On (B)(6) 2015, three abl90 analyzers were installed at the hospital to replace two abl815 analyzers. On (B)(6) 2015, the hospital staff reported discrepant results fro base excess (cbase (ecf)). When measuring the same pt sample on the different analyzers. The hospital staff reported the following approximated results for base excess (date and time of measurement unk): abl815 results 1 mmol/l; alb90 results 3 mmol/l. The customer's clinical judgement was that the results from the abl815s are more consistent with the pt's condition. Based on the series of measurements and the customer's clinical judgement, the customer reported the results from the abl90 analyzers to be false high. No pt treatment was affected, as the hospital recognized the discrepancy.

Manufacturer narrative:
Investigation of data logs from the analyzers installed at the hospital and the specifications for both the abl90, the abl800 and the abl700 (reference analyzer) showed that the issue seen by (B)(6) can be explained by normal variations between analyzers and the expected difference due to pre-analytical handling. It is concluded that the measurements are within the specifications for the abl90 flex analyzer and no malfunction occurred.

Manufacturer narrative:
The date of report was missing in follow-up 1 (09/04/2015).